Event description:
Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure.

Event description:
According to the initial information received, this (B)(6) female presented to the emergency room for an episode of hemoptysis. She received a workup including a hematology consult which disclosed a factor xi deficiency and underwent cardiac catheterization on (B)(6) 2010 without bleeding complications. During the procedure, a secundum atrial septal defect (asd) was diagnosed (in addition to right-sided heart enlargement and pulmonary hypertension). During a follow-up procedure to implant a 28mm amplatzer septal occluder (aso) in the asd, the aso embolized and migrated to the main pulmonary artery. It could not be retrieved percutaneously so, the patient underwent emergency surgery and had to remain on a ventilator overnight. We have requested additional information and are expecting the device to be returned for analysis. When we obtain more information, a supplemental report will be submitted.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. However, the results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the embolization remains unknown. Device not returned.